Manufacturer narrative:
It was reported that multiple communication failures occurred during a surgery. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the technical root cause of the first communication failure is an excessive force applied on the robot arm or by a collision of the robot arm with an element nearby. The root cause for this issue cannot be determined. The root cause of the two following communication failures is momentary breakdown of the foot pedal or, more likely, by an incorrect usage of the pedal. Not enough elements are provided to conclude about the root cause of the issue.

Event description:
Multiple shutdowns occurred during an seeg. The first occurred during non-sterile guidance with the distance sensor attached, and the laser cable got pinched. However, two more shutdowns occurred during automatic movement with the sterile instrument holder. There was no obvious reason for the communication failure. The patient was asleep. Total delay 15 minutes, no clinical consequences.